Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va284vx serial# implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the statement ¿the first time they put it in the left was jumping so bad so they needed to readjust the location¿ the patient reported the wires were moved with a second surgery. Battery reaching end of service was the likely cause to the issue. Steps taken were on (B)(6) 2023 a new 15 yr will replace the current one.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to make an adjustment today and got the message internal battery has been lost contact your medtronic clinician. Patient used their equipment during the call and synched with their ins and confirmed the message: data lost ...internal device has lost all data contact your clinician. Reviewed the meaning of the message and redirected to their doctor. Asked if patient noticed a loss of therapy and patient said, yes. Patient services (ps) asked patient the date when they noticed loss of therapy and patient did not know but said: since they got their stimulator they had trouble off and on with leakage, they get up and can't get to the bathroom at night, that's why they keep changing the program. Patient also added: the first time they had it put in their left foot was jumping so bad (event date: since implant: (B)(6) 2019) so they needed to readjust the location and it works better now. The issue was not resolved through troubleshooting. The caller was redirected to their doctor. Patient said they are looking for a new doctor. Offered and emailed physician listings. The patient mentioned unrelated medical history. This included patient said they've had 3 surgeries this year and always activate MRI mode when they have an MRI and turn therapy off when they have surgery. Patient said their most recent surgery on (B)(6) 2022 was just carpel tunnel on their left wrist. Patient has another surgery in may.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.